Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this was all that was reported to me and all of the information they have. ¿ what is the procedure name? N/a ¿ what is the procedure date? N/a ¿ what date did the reaction occur on? N/a ¿ what does the reaction look like and how large of an area does the reaction cover? Nurse stated reactions were on the smaller side and red, but one patient had a reaction that went over her breasts. ¿ do you have any pictures of the reaction? N/a ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.- they removed the dressing and had the patients use hydrocortisone cream and benadryl. The nurse recalled the patient with the larger reaction going up to her breast had a steroid pack. ¿ if medication was required, please clarify if it was prescription strength. N/a ¿ can you identify the lot number of the product that was used? N/a ¿ what is the most current patient status? N/a additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown 2023 and topical skin adhesive was used. Patient skin reactions to adhesive. . Patient had red skin rashes and each of these rashes were back to back. Additional information has been requested.